Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt said, the issue started about 2 months prior to calling lifescan. She said that she did not take any action regarding management of diabetes due to the issue. She mentioned she recently experienced symptoms of blurry vision and dizziness. She said, she did not receive any treatment for the issue. The pt is on an adjustable insulin regime. According to the troubleshooting performed with customer service, the meter does not turn on when inserting the test strips or pressing the power button. There was no misuse of the product. Although the pt's management of diabetes during the duration of the product issue is unk, this complaint is being reported because, the pt alleged the meter did not turn on and she subsequently suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.